Manufacturer narrative:
Device received with complete broken reservoir tube lip. Unable to perform displacement, rewind, basic occlusion, occlusion, prime or compromised forced sensor system and excessive no delivery tests due to complete broken reservoir tube lip. Device had minor scratched lcd window, cracked lcd window, broken battery tube threads, cracked case at display window corners, missing o-ring reservoir tube, stained address or serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was 23 mmol/l. The customer stated that cosmetic damage in compartment of reservoir. The product was returned for analysis.